Manufacturer narrative:
(B)(4): the device returned date was documented as jan 21, 2016 in the initial report. The device returned date has been updated as feb 2, 2016. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the motor heated up beyond specification within 1-1/2 minutes of the temperature test verifying the complaint. The device was disassembled which found that the driveshaft was broken. The assignable root cause was due to excessive force being used during use, which would be misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the motor device was hot to touch. It was reported that there was no delay to a scheduled surgical procedure as an unspecified spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.